Event description:
Information received suggests that patient underwent a revision hip arthroplasty due to wear, osteolysis, loose acetabular cup and infection. Review of invoice history revealed that patient underwent total hip arthroplasty on (B)(6) 2008 and a revision hip arthroplasty procedure on (B)(6) 2009 to exchange the modular head for an unknown reason. Subsequently, patient was revised again on (B)(6) 2009. No further details have been provided to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Review of sterilization certification confirms that devices were sterilized in accordance with (B)(4) . This report filed (B)(6) 2010.